Event description:
It was stated that the customer wrote a letter to report that he was hospitalized with a blood glucose reading of 680 mg/dl. It was stated that the customer does not have a phone, and only corresponds via written letters. In the letter, the customer stated that he was concerned with the accuracy of three glucose meters. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.